Event description:
It was reported that the day after the implant, the lead exhibited a high rise in thresholds and no capture or sensing. A micro-dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The helix/lobe was distorted/bent, and was blocked by the guide tooth, which appeared damaged. The outer insulation was breached cut, the connector pin was bent, and the lead exhibited apparent explant damage.